Manufacturer narrative:
Upon receipt, the device was unable to be interrogated with a programmer and the reported event of backup operation was unconfirmed. The device was cut open and no source of high current was revealed during analysis of the hybrid circuit. A longevity estimate was performed and revealed premature battery depletion. The battery was sent to the supplier for further analysis, however, the root cause of the premature depletion was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode. A firmware reset was attempted but was unsuccessful. No further intervention was performed at this time and the device will continue to be monitored until explant. The patient was stable with no adverse consequences.

Event description:
The device was explanted. Additional information has been requested but it is unavailable at this time.